Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to unlocked lcd keypad connector. The displacement test was unable to be performed due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button does not open the menu and all the keys are unresponsive. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.